Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter with the shaft broken. There was blood on the device. Microscopic examination and tactile inspection presented no apparent kinks in the shaft. The outer diameter (od) of the undamaged section of the distal shaft was measured to be within specifications. Microscopic examination presented a partial shaft separation to the shaft weld. Microscopic examination presented a damaged/ovalization of the tip of the device. The interventional device used in the procedure was not returned for analysis. A promus element plus stent delivery system was used for functional testing. The promus element plus was inserted into the tip and advanced through the collar and shaft. The interventional device could not advance without manual manipulation at the partial collar/shaft separation. There were no fragments or other foreign matter inside the guidezilla. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that during a percutaneous transluminal coronary angioplasty, insertion difficulties and shaft damage occurred. The physician advanced the guidezilla extension catheter to the coronary lesion. A non-bsc stent was inserted however was unable to advance the stent to the guidezilla, the stent device was removed and it was noted that the stent was frayed. The guidezilla was also removed and the shaft was damaged at the point where the guide and shaft connect. The procedure was completed with a different device. No patient complications were reported and the patient status is fine. However analysis revealed a fracture of the catheter shaft.